Event description:
Customer reports back to back testing on the same meter while using the aviva sys with results of 329 mg/dl, 154 mg/dl, 162 mg/dl and 168 mg/dl. No quality controls were run during the call. No adverse event reported. Customer states he no longer has strips; a replacement was sent.